Event description:
It was reported that a user of the ilet experienced hyperglycemia, confirmed by a fingerstick reading of 541 mg/dl, with no reported infusion set leaks, no interruptions in insulin delivery, and no device alarms; the user was guided to perform a full set and supply change. Symptoms included high blood glucose. Outcomes included remote troubleshooting and education. Investigation included user interview and on-call troubleshooting to verify device status and infusion setup. Investigation of this case revealed no device malfunction reported or observed during the call, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.